Manufacturer narrative:
Medical device brand name: bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7209856. Medical device expiration date: 08/31/2020. Device manufacture date: 07/28/2017. (B)(6). Investigation summary: bd received samples and a photo from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for tube push off, excess blood in the flash chamber, and blunt needle points with the incident lots were not observed. Visual inspection of the customer samples was performed and no damage to the needle points was observed. Testing was also conducted on the samples, and no tube push off or excess blood in the flash chamber was observed. The photo was evaluated, and excess blood in the flash chamber was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of excess blood in the flash chamber through a CAPA and potential causes have been identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure modes for tube push off and blunt needle points with the incident lots were not observed as the samples met the required specifications. Based on evaluation of the customer photo, excess blood in the flash chamber was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for excess blood in the flash chamber has been identified. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to the issue of excess blood in the flash chamber. The investigation has identified the most likely root causes. Based on the investigation, a root cause for tube push off and blunt needles could not be determined. The product was found to be in conformance and meet release specifications. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with excess blood in the flash chamber. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had too much blood in the flashback chamber, blunt needle, and the tubes would push off. No report of injury or medical intervention. No report of blood exposure to mucous membrane.